Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone. It was found that there was major leak in the circuit. The customer corrected it and the ventilator cycle normally.

Event description:
It was reported that the ventilator failed to cycling when connected to the patient. The patient was transferred to another ventilator with no harm.